Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the the lead failed. The lead was initially capped and replaced and was later explanted. No patient complications have been reported as a result of this event.